Event description:
It was reported that during a follow up, noise was noted on the right ventricular (rv) lead suspected to be due to lead fracture. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information was received indicating the noise noted on the right ventricular (rv) lead resulted in oversensing. No anomalies of the rv lead were visually observed during the replacement procedure.